Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose level of 40 mg/dl to 60 mg/dl after waking up and the other blood glucose level was 300 mg/dl over last 5 days. Customer stated that alarms are not working to alert high or low. The customer did not mention any treatment and symptoms related to high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.